Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy). Essure was removed in 2019. At the time of the report, the back pain, genital haemorrhage and fibromyalgia outcome was unknown. The reporter considered back pain, fibromyalgia and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy). Essure was removed in 2019. At the time of the report, the back pain, genital haemorrhage and fibromyalgia outcome was unknown. The reporter considered back pain, fibromyalgia and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.